Event description:
It was reported that the customer was hospitalized due to abdominal pain related to cysts on her ovaries. The customer was pregnant at the time of the event. Prior to experiencing the abdominal pain, the customer bolused to treat for a meal, but she then began to experience abdominal pain so she was rushed to the hospital without eating. As a result, the customer experienced hypoglycemia while undergoing tests at the hospital. The reported blood glucose reading was 20 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.